Event description:
It was reported that during use, leakage from the air outlet of the device was observed. The device was exchanged immediately with no reported pt effect or delay in therapy. (B)(4).

Manufacturer narrative:
The product is not available for investigation. Maquet cardiopulmonary ag is aware of similar complaints showing a familiar malfunction and an internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Abbreviation mrb: material review board.